Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.

Event description:
It was reported by the surgeon to the sales rep, that a female patient underwent a revision surgery due to the nail fracturing 5 months post op.